Manufacturer narrative:
(B)(4). The actual device involved in the reported incident was not returned for evaluation. However, the facility did return a photo of the involved catheter. Based on the photo, the catheter appeared to be fracture near the center of the catheter. The catheter appeared stretched / elongated at the area of the fracture. However, no specific conclusions can be drawn from the photo. Without the actual used sample, a thorough sample analysis could not be performed. The reporting facility indicated that the catheter broke outside of the patient. While no specific conclusions can be drawn, it is possible the catheter may have become caught on something at the patient's bedside, which stretched the catheter to the point of fracture. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or catheter material number. There were no other reports of this nature against the reported lot number. All available information has been forwarded to the device manufacturer of the catheter. If additional pertinent information becomes available or if the physical sample is received for evaluation, a follow-up report will be filed.

Event description:
As reported by the user facility: reports a pediatric patient was receiving a continuous epidural. The procedure was completed and the catheter was left in place intact and secured. The patient remained asleep after the procedure. The next morning, the mother of the patient noticed the child had increased pain despite the continuous pain relief therapy prescribed. No pain scale was available at the time. Upon inspection of the catheter, it was noted that the catheter was detached above the secured adhesive and about 25 cm above the catheter site. It was undetermined if medication was leaking out at that time. The patient did not appear to be restless or break or tamper with the catheter. The break appeared to be approximately at the end of the mid thoracic area. The doctor then removed the catheter intact, and the patient received a pca pump for pain control peripherally. There was no patient injury.